Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "valve delaminated from shell".

Event description:
Healthcare professional reported right side deflation and "valve delaminated from shell." Device has been explanted.

Event description:
Healthcare professional reported right side deflation and "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: white particle in the inner of the device and delamination diaphragm valve. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination total of the diaphragm valve based on the device analysis the final assessment is: delamination total of the diaphragm valve assessed as cohesive failure.

Event description:
Healthcare professional reported right side deflation and "valve delaminated from shell." Device has been explanted.